Event description:
Same case as MDR ID: 2134265-2014-00730. It was reported that balloon rupture occurred. The target lesion was located in the calcified posterior tibial/peroneal artery. After atherectomy was performed, the 3mm x 40mm x 145cm and 3mm x 40mm x 146cm coyote es balloon catheters were used for dilatation. However, on the first inflation at a nominal pressure, both balloons ruptured. In addition, a slow leak was noted. The physician removed the devices intact from the patient's body and exchanged it with a non-bsc balloon catheter. Post-dilation was successfully done and the procedure was completed. No patient complications were reported. The patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was blood in the inflation lumen and in the balloon. There were multiple shaft and hypotube kinks noted. Examination under magnification revealed a longitudinal balloon tear 21mm long on the distal end of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-00730. It was reported that balloon rupture occurred. The target lesion was located in the calcified posterior tibial/peroneal artery. After atherectomy was performed, the 3mm x 40mm x 145cm and 3mm x 40mm x 146cm coyote es balloon catheters were used for dilatation. However, on the first inflation at a nominal pressure, both balloons ruptured. In addition, a slow leak was noted. The physician removed the devices intact from the patient's body and exchanged it with a non-bsc balloon catheter. Post-dilation was successfully done and the procedure was completed. No patient complications were reported. The patient's status was fine.

Manufacturer narrative:
(B)(4).